Manufacturer narrative:
This report is for an unknown cortex screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent open reduction and internal fixation (orif) of right femur due to failed 95-degree condylar plate in subtrochanteric femur fractures. Patient was revised to a femoral recon nail (frn). During the procedure, four (4) broken screws were removed due to a lot of tension. The condylar plate was removed intact. Surgery was completed successfully with unknown surgical delay. Concomitant devices: condylar plate (part: 237.740, lot: unknown, quantity 1). Retrograde nail (part: unknown, lot: unknown, quantity: 1). This report is for four (4) unknown cortex screws. This is report 1 of 1 for (B)(4).